Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive or discrepant results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1197689. Bd quality performs a systematic approach to investigate false positive or discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. A photograph was returned and showed bd veritor¿ sars-cov-2 and flu a+b IFU and unable to confirm of reported positive or discrepant results. The reported complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b a false positive result was obtained by the laboratory personnel. A repeat test was performed using sofia ag and the result was negative. The customer stated results were reported out, but there was no report of patient impact. Eua# 203152 the following information was provided by the initial reporter: " it was reported that customer alleges 3 discrepancy results for flu a ver 256088. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b a false positive result was obtained by the laboratory personnel. A repeat test was performed using sofia ag and the result was negative. The customer stated results were reported out, but there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: " it was reported that customer alleges 3 discrepancy results for flu a ver 256088. "